Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation and unable to determine root cause of reported problem. Potential root cause for this failure mode could be due to lower latex/over chlorination/user related (pulling by user/ expose to sharp object). The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the foley catheter product ifus were found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the foley was placed in a patient in april on turp surgery and was removed 2 day later with no issue. The patient was back at hospital for a follow-up visit and provided a small fragment of the device. Per additional information via email on 22jun2020 from ibc representative, no further information received. The hospital had no other information for this product complaint.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley was placed in a patient in (B)(6) on turp surgery and was removed 2 day later with no issue. The patient was back at hospital for a follow-up visit and provided a small fragment of the device.